Manufacturer narrative:
The manufacturer did not receive devices for review as it was kept by the hospital. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a sulox-head 28 's' 12/14 on (B)(6) 2007 on the right side. It was reported that the patient claimed about pain and mobility difficulty on (B)(6) 2015 and that x-rays showed the breakage of the ceramic head with fragmentation. The patient underwent a revision surgery on (B)(6) 2015.

Manufacturer narrative:
It was reported that in a revision surgery on (B)(6) 2007 a female patient received a sulox head and a wagner stem. Afterwards, the patient had pain and mobility difficulty. On (B)(6) 2015 x-rays showed that the ceramic head was broken. Therefore, the patient underwent another revision surgery on (B)(6) 2015. No trend was identified the compatibility check was performed and showed that the product combination was approved by zimmer. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according to dfmea: a) fracture of head -> due to fracture of head due to insufficient material thickness (wrong design) b) loss of connection, fracture of ceramic head -> due to particles between stem and head taper c) fracture of head to due stem taper corrosion (increasing of volume) -> due to wrong material pairing d) mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong size of head diameter and/or offset e) mal-function of tha (wear, fracture, dislocation etc.) -> due to wrong material combinations f) mal-function of tha (wear, fracture, dislocation etc.) -> due to off label use, combination with competitor products g) compromised taper fixation strength, fracture of implant -> due to high patient activity, patient disregards limits of the device h) loss of connection, fracture of ceramic head -> due to use on a used or damaged stem taper comparison to investigation results whether it is possible and justification: a) not possible -> burst strength testing is validated b) possible -> there was no information available whether some particles were observed or not c) not possible -> material combination was approved according to the zimmer material compatibility specification d) not possible -> the correct size of the components were used e) not possible -> the material combination was approved by zimmer f) not possible -> the material combination was approved by zimmer g) possible -> no information about patient activity was available h) possible -> the stem was not received for the investigation however, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).